Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for generator change. Prior to the procedure high voltage therapy was tested and the right ventricular (rv) triggered an excessive current alert. The lead was reportedly capped on (B)(6) 2025. The patient was stable.